Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was seen in clinic for a driveline infection. The patient had an abdominal piercing performed after her lvad implant. This was not recommended by the implanting center. The patient developed a severe case of cellulitis, which was suspected to have caused the driveline infection. The patient also has a history of psoriasis. The patient uses steroidal creams near her driveline site (also not recommended by the center), which may have contributed to the infection. The patient was started on antibiotic therapy.

Manufacturer narrative:
A root cause for the report of driveline infection could not conclusively be determined through this evaluation. The patient remains ongoing on (B)(4) and no additional complaints have been reported. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 4 months. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.